Manufacturer narrative:
The reported event was unable to be confirmed. However, the footswitch was replaced as a preventative measure. The system was confirmed to have met specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications as related to the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure a system message was displayed. The surgery was not completed. Additional information was received which indicated the patient was brought back to the operating room on the following day for completion of the case. The intraocular lens was implanted and the patient's condition was very good with no impact.